Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise was observed on the right ventricular lead. A lead fracture or muscular interference was suspected but could not be confirmed. The lead was being monitored remotely. The patient was stable.